Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer extend instrument had no sealing/bipolar effect, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage observed during visual inspection. The instrument was fully functional. There were no failures reported in the logs. No product issue was identified. The reported complaint was not confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend instrument had no sealing/bipolar effect when the surgeon was applying energy. The system was indicating that energy was applying, but no sealing effect was seen. The surgeon attempted to grasp smaller tissue, and the surgical staff moved the bipolar energy cord to another port, but the issue could not be resolved. The customer then replaced the vessel sealer extend instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2023, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues/errors were noted. The surgeon was working on the tissue around the bile duct. During the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. It was noted that the surgeon completed the seal cycle, but no sealing and tissue effects were observed. The vessel was not greater than 7 mm in diameter, and it was not calcified, nor exposed to radiation or chemotherapy. The jaws of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.